Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to suspected gastrointestinal bleeding. The pump speed was reduced to 8800 rpm and the patient was transfused with 1 unit of blood. A scope revealed a dieulafoy lesion in the stomach with oozing observed and a hemoclip was placed. It was reported that the patient had no further issues and was discharged on (B)(6) 2016.